Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
Reported via clinical study: it was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device & delivery system (wds) was implanted. The patient was on aspirin and apixaban. Following closure device placement and seal confirmed, a stable trace to small pericardial effusion was noted. The patient did not require any intervention.

Event description:
Reported via clinical study. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device & delivery system (wds) was implanted. The patient was on aspirin and apixaban. Following closure device placement and seal confirmed, a stable trace to small pericardial effusion was noted. The patient did not require any intervention.

Manufacturer narrative:
D1 brand name, d4 model number, d4 lot number, d4 catalog number, d4 expiration date, h4 device manufacture date: updated with additional information received.